Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. Due to mesh exposure, pelvic pain, vaginal pain and dyspareunia, the patient had mesh removal procedures on (B)(6) 2010 and (B)(6) 2012.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2012-01351, 2210968-2012-01352 and medwatch 2210968-2012-01353. The same patient is represented in each medwatch.